Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the air bubble detector (abd) latch was broken. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.